Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu (fluorouracil), at a rate of 4.4 ml/hr, with a vtbi (volume to be infused) of 200 ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the homecare pt reported an unspecified number of proximal occlusion alarms occurred. No specific details were provided. After an unspecified length of time, the pt returned to the clinic. At that time, the container had approx 63 ml remaining instead of the expected empty container. The device was removed from clinical service. Therapy was completed at the clinic using a replacement device. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. On (B)(6) 2013 at 1837, the device was programmed for continuous only delivery in ml, with a rate of 4.4ml, a 200 ml vtbi (volume to be infused), 0ml kvo rate and a 200 ml container size. The device continued in use at the programmed settings intermittently. On (B)(6) 2013, at 1229, a new container was indicated and the delivery was started. At 1236, a change batteries alarm occurred. On (B)(6) 2013 between 0719 and 0721, the device was powered on using battery power and the delivery was stated. Between 0937 and 2239, there were 21 proximal occlusion alarms. A new date of (B)(6) 2013 occurred. Between 0908 and 1404, 4 proximal occlusion alarms occurred. Between 1433 and 1434, the delivery was stopped and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.